Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2017 with the following findings: a review of the black box showed partially discharged batteries had been installed which lead to a low battery warning. No damage was found to the returned battery cap or the battery compartment. No moisture was found in the battery compartment. The returned battery cap was fully tightened to the pump and powered it on. The current draws were within specifications. The pump cover was removed to find no evidence of moisture or loose components. The battery life issue was not duplicated during testing.